Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during pre-implant preparation, this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 89 percent remaining, which, was lower than expected. A copy of device memory was submitted for analysis. Analysis of device memory noted that the device was taken out of shelf mode approximately 3 months ago resulting in higher energy consumption. Boston scientific technical services (ts) recommended returning the device. The device was not used for implant and was returned for analysis. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.